Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in the operative eye with any cataract. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -14.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vault, refractive surprise, loss of bcva, significant reduction of irido-corneal angles, and blurry vision was noticed. The lens was repositioned on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).